Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the coronary dilatation catheters (cdc), mini trek instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the heavily calcified, tight, long circumflex artery (cx), several attempts with multiple size dilatation catheters failed, because the devices could not get to the lesion. A guideliner was used with the 1.5 x 15 mm minitrek balloon dilatation catheter and after inflation a long dissection was noted in the cx and obtuse marginal arteries. Fractional flow reserve (ffr) and surgical consultation determined that the patient would be treated with vessel bypass. The patient was transferred for surgical intervention. No additional information was provided.